Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unk - screws: 2.7 mm va locking rfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is 1/09/2024. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the orif for the left olecranon fracture. During plate fixation, all inserted locking screws could not be fully tightened. The number of inserted screws is unknown. Although the surgeon assembled the screwdriver shaft, the torque limiter, and the handle for tightening screws, the screws could not be fully tightened. Therefore, the surgeon tightened the screws with the same feeling as when the surgeon always did. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) unk - screws: 2.7 mm va locking. This is report 3 of 4 for complaint (B)(4).